Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with list number 07p70 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Additionally, an in-house testing of retained reagent kit of the complaint lot was performed. All specifications were met indicating that the product is performing as expected. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 61263ud00.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient on alinity I serial number, (B)(6). The sample was repeated with lower results. The following data was provided: sid (B)(6)initial result = 42.68 repeat result = 14.71 pmol/l repeated on another alinity = 13.97 pmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient on alinity I serial number, (B)(6). The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 42.68 repeat result = 14.71 pmol/l. Repeated on another alinity = 13.97 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.